Event description:
It was reported that the customer's insulin pump broke and became sharp, cutting her stomach. The customer's blood glucose was 111 mg/dl. The customer was unaware of how the damage occurred. The customer stated that the piece of the casing around the reservoir lip came off. The customer stated that she had dropped the insulin pump in the past but did not know when exactly. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, and minor scratched display window.